Event description:
A us distributor returned a monitor and reported monitor was displaying a service code and was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case, service code 105) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt receptacle plug was pulled from the connector causing the faults. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.